Manufacturer narrative:
No medwatch form was received. (B)(6) no complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal abrasion were found at 5.5-8.5cm and 13.2-16.8cm from the distal tip. Internal insulation abrasions were found at 14.8-14.9cm and 15.3-16.6cm from distal tip. External insulation abrasion was found at 23.0-23.5cm from distal tip, consistent with lead friction to another device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.